Event description:
It was reported that during maintenance an on site tech noted excessive tube arch with the 9800 system. It was noted that the images are null and getting errors. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. Follow up report will be filed as required.